Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached near the lapjoint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 15dec2021. It was reported that a kink occurred. The 85% stenosed, 32 x 3.00 target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but during the procedure, the outer sheath of the catheter was kinked and the device could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure. However, device analysis revealed imaging window detachment.